Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump would not exit the preparing to prime loop and insulin pump received compromised force sensor system alarm. The customer¿s blood glucose was 8mmol/l at the time of incident. The drive support cap was normal and customer was advised that the discontinue the use of insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Insulin pump passed the displacement test. Unable to perform the prime/compromised force sensor system test, occlusion test and no delivery test due to compromised force sensor system alarm. Insulin pump had cracked case at display window corners, reservoir tube lip, belt clip slot, minor scratched display window, stained end cap sticker and stained address/serial number label.